Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the plasma host of the fa quantum 2 controller showed failure, and detected no output. A backup device was available. It is unknown whether there was a delay and if the event happened during surgery. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. No containment or corrective actions are recommended at this time. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the rf12000, q2 controller s/n: (B)(6), the warranty seal is not broken and in its original condition; the manufacturing date of the controller is rev. Q ¿ 2018. No visible manufacturing abnormalities were found; during functional evaluation the quantum 2 controller was powered-on using a foot pedal device (p/n 10863) and a test wand (p/n asha4830-01, lot #fn05520-a); set points for ablate and coag performed as expected; no power output signal was measured; expected or random component failure without any design or manufacturing issue could be identified; q0/q10 fets were checked. These electrical components reflect a low resistance which were the cause for the complaint. The complaint was confirmed and the root cause is associated with a component failure. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.